Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the section of anastomosis on an esophagectomy laparoscopic procedure, the device was broken where the orvil and the tube was connected. There was no patient injury.